Event description:
During the procedure the acculink stent migrated distally after expansion. An additional stent was needed to completely cover the lesion. Additional information received states that one day after the procedure, during hospitalization, the patient experienced an extraperitoneal hematoma.

Event description:
The hemoglobin dropped by 3.2 g/deciliter from baseline. The pt received a blood transfusion (one unit).